Manufacturer narrative:
Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the customer cancelled the quote, therefore philips did not inspect the device. No additional information could be obtained from the customer. Therefore, final status of the system and the clinical usage of the device at the time of the event was unknown, but no harm was reported to philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the images were not showing in procedure room. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.